Manufacturer narrative:
Visual examination of the fracture surface under magnification was consistent with a fatigue fracture due to cyclical loading over time. The screw was invivo for 19-years. This screw is a second generation vsp staffee screw made by acromed prior to 1987. The screw was discontinued approx. 1987-1988. The catalog number could not be determined at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions for use (IFU) supplied with the device.

Event description:
It was reported that a pt was revised due to device related pain. Contact reported that the screw had broken at the top of the pedicel. The threaded part of the screw was off in the pt. This was implanted in 1987. As surgical intervention occurred, an MDR is being filed to document this event.